Event description:
It was reported that the vns patient¿s device showed high impedance (impedance value ¿ 8800 ohms). The patient¿s seizures had increased from one seizure every few months to a dozen in two weeks. Clinic notes were received indicating that the patient went to the ER on (B)(6) 2014 due to a prolonged seizure which lasted approximately 20 minutes. The patient underwent generator and lead replacement surgery on (B)(6) 2014 due to high impedance. The explanted devices have been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the returned devices was completed. There were no performance or any other type of adverse conditions found with the pulse generator. There is no evidence to suggest discontinuities in the returned portion of the lead. Note that since the electrode array section was not returned for analysis, an evaluation cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death